Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 200mm, 150cm ranger drug-coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 3 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.